Event description:
It was reported that a user experienced a hypoglycemic event while working outside, with the user stating that the activity caused blood glucose to drop rapidly and severely. Symptoms included hypoglycemia. Outcomes included no emergency care, no hospitalization, and no device alerts or alarms. Investigation included an attempt to contact the user for additional information. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device malfunction or component issue was identified due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.